Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the monopolar curved scissor (mcs) was observed to have been scratched, and the orange part was exposed. The surgeon side console (ssc) was done being used and when the mcs was removed, the physical damage was noted. The customer was unsure at what point during the surgical procedure did the reported event occur. As a precaution, x-rays were taken due to suspecting that the missing material was still inside the patient. Nothing suspicious was found in the x-rays. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 2.41 mm x 0.97 mm in length and are axially aligned with the tube axis. Material is missing from the surface of the main tube. The complaint was confirmed by failure analysis. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. Isi followed up with the initial reporter and obtained the following additional information: there was no resistance upon removal of the instrument. There was no damage to the cannula or the instrument. There was no patient injury. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It is unknown if fragments fell inside the patient. X-ray was performed and did not reveal any fragments.